Event description:
Event description guidant received information that this ventricular lead was surgically abandoned due to high pacing threshold measurements and lead impedance measurements of greater than 2500 ohms during a routine pacemaker changeout procedure.